Event description:
Healthcare professional reported patient experienced "persistent obstructive symptoms despite emptying the band." Device was explanted and not replaced. Healthcare professional reported that on a later date, patient had visited an emergency room due to reported pain. Diagnostic testing showed a foreign object remained in the patient. Additional surgery was performed to remove a piece of "tubing" that was not removed during the explant surgery.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Obstruction is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number.